Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the front panel switches not functioning could not be identified. However, it¿s likely the cause is related to a faulty front panel unit. Olympus will continue to monitor field performance for this device.

Event description:
A biomedical technician reported to olympus, the evis exera iii video system center was not turning on when connected to the EU-me2. When reviewing scope switches there was an e302 (internal buffer full) displayed on the monitor. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegations of front panel and white balance not working properly were confirmed. The white balance was not working due to a faulty front panel. In addition, the video connector latch was worn out causing a poor connection with pigtails. A corroded usb (universal serial bus) connector board caused unit to not be able to capture/store images. The chassis bottom was corroded. It was recommended the software be updated to 4.10. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.